Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change out procedure. Prior to procedure, it was noted that the left ventricular (lv) lead exhibited high capture threshold. Intervention was considered, but a new lv lead could not be placed due to patient anatomy. The chronic lead was retained. The patient was in stable condition.